Event description:
2002 facility said that director of nursing, is claiming that the bed is causing the pt to have pressure ulcers on their bottom. Co asked facility if the bed is flashing service required. Facility said no. Facility said they think the pt is active in bed, and may be rubbing their bottom on the mattress.